Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to phillips healthcare that the heartstart xl experienced an auto shutdown. There was no negative patient involvement.